Event description:
It was reported that the patient developed a spot in the spine where the leads were and part of the incision had an infection. The physician was unable to determine the cause and believed that the issues were not device related. The patient underwent an explant procedure and all explanted devices were discarded. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred august 2022. Block d6b: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 16130533, UDI#: (B)(4). Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16157401, UDI#: (B)(4).